Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the adaptivstim was re-calibrated, specifically addressing the upright position (patient is rather hunched over and this time that position was used vs. Him standing without hunch). Also, upright mobile settings were adjusted for consideration of his slow walk. Everything is going as expected now. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the rep thought she set the stim intensity with the controller, but it was showing 0ma. The rep admitted that she skipped a few positions when setting up adaptive stim (as) for the patient on the day prior to the event but wasn¿t sure. The rep later reported that the patient¿s stim reduced to zero twice. Once while the patient was watching tv in suspected recline position and while they were walking upright with their cane. It was then suggested that the rep should have the patient call patient services and to meet with a rep to reorient, fully program as and confirm all settings before patient leaves. There were no further complications reported or anticipated.